Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder)"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingooo pherectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, cardiac disorder, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered bladder disorder, blood disorder, cardiac disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via medical record "she did not underwent essure confirmation test". Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and medical record received: reporter information, patient details, product information were added and event ¿severe physical injuries¿ updated with events abnormal bleeding (general), hormonal changes, abnormal bleeding (vaginal), menorrhagia, infection (bladder), infection urinary tract, infection vaginal, apareunia (inability to have sexual intercourse), malposition of essure device, bladder problems, urinary problems or changes, blood disorder, heart disorder, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain, she did not underwent essure confirmation test. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device') and perforation ('perforation') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test." The patient's medical history included thyroidectomy. Concurrent conditions included hypertension, thyroid disorder, anemia, von willebrand's disease and genital herpes. Concomitant products included gabapentin and nifedipine (nifedipin). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding general"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal"), female sexual dysfunction ("apareunia inability to have sexual intercourse"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), dysmenorrhoea ("dysmenorrhea cramping"), dyspareunia ("dyspareunia painful sexual intercourse"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (robotic-assisted total hysterectomy with bilateral salpingooophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, perforation, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, cardiac disorder, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered bladder disorder, blood disorder, cardiac disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, perforation, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis on an unknown date: results: small uterine fibroid. Bilateral essure stents. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device') and perforation ('perforation') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included thyroidectomy. Concurrent conditions included hypertension, thyroid disorder, anemia, von willebrand's disease and genital herpes. Concomitant products included gabapentin, ibuprofen (motrin) and nifedipine (nifedipin). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder)"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (robotic-assisted total hysterectomy with bilateral salpingooophorectomy.). Essure was removed on (B)(6)2012. At the time of the report, the device dislocation, perforation, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, cardiac disorder, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered bladder disorder, blood disorder, cardiac disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, perforation, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: results: small uterine fibroid. Bilateral essure stents.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2020: pif received: newly added events- perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.